Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer reported that she wore the pod on the left side of her back for three days. When the pod was removed, she noticed an infection at the insertion site as there was a large red lump and pus present. She went to the hospital and had to have surgery to cut into the lump to release the pus. The customer was given blood thinners (enoxaprin), and was put on an IV drip and a liquid diet. She was hospitalized for more than 3 days and was released from the hospital on (B)(6) 2013. The pod was discarded.